Manufacturer narrative:
During functional testing, leaks were observed in three different areas of the device. One was located in the pump's serialized outlet tubing, near the distal connector. Another was located in the reservoir bladder. The third was located in one of the cylinder bladders. General observation and microscopic examination of the device was performed. 1) the cross sectional surfaces of the pump tubing leakage site were rough and irregular, indicating a tubing tear. The tubing was received bent in an atypical position, indicating that while in-vivo this tubing was resting in a stressful position. Abrasion was located on all three pump tubes. Based on the pattern of abrasion, the inlet tube had wrapped around outlet #1. 2) the cross sectional surfaces of the cylinder bladder leakage site were uniformly striated, indicating contact with sharp instrumentation, such as a scalpel or scissors. 3) the reservoir bladder leakage site was contained in an area of surface crazing. Multiple separations were located within the area of surface crazing. Based on the received information and quality assurance's evaluation, qa concludes the following: 1) the device's in-vivo positioning contributed to the pump's tubing tear. The resulting leak would cause the reported fluid loss and cause the device to deflate. 2) leakage observed from the surface crazing is consistent with environmental stress fractures observed with medical implantable devices. Various external factors can contribute to the presence and extent of surface crazing, however, qa is unable to identify these factors. This leakage would also cause a fluid loss from the device and cause it to deflate. 3) the cylinder leakage site was caused by contact with sharp instrumentation during or subsequent to explant surgery, and therefore is not related to the reason for removing the device.

Event description:
Per the info provided to co by the hosp, the device was removed as it was "deflated" secondary to "no fluid in the system". As reported to co, the entire device was removed and replaced with co's 3-piece inflatable penile prosthesis.